Manufacturer narrative:
.

Event description:
It was reported that during a hepatic duct stenting procedure, a stent dislodgment and a shaft fracture occurred. The physician used a 9f sheath for arterial access of a fistula in an unknown location. An unspecified size express stent was successfully implanted in the right hepatic duct. The 10x40x75cm express-biliary ld stent was advanced to the left hepatic duct. Upon dilation, it was observed that the stent was missing from the stent delivery system (sds). The stent was visualized at the proximal hepatic duct. While attempting to retract the sds, the sds catheter fractured. The physician confirmed the position of both the stent and the sds fragment by the fistula site. The physician performed a cutdown and removed both the stent and sds fragment, using forceps, "without problem". The procedure was ended at that time. The following day, another express ld stent was successfully implanted. No further complications were reported.